Event description:
It was reported that the patient underwent a replacement surgery involving their ambicor inflatable penile prosthesis due to patient dissatisfaction. The patient was unhappy with the inflation/deflation of the ambicor device and wanted a more a natural looking erection. The ambicor was explanted and replaced with an ams 700 inflatable penile prosthesis as a result. No patient complications were reported during the procedure.